Event description:
Handle to extend & retract point defective. It "hangs up" when partially extended, requiring excessive force to complete the process or it appears to be fully extended. If fired in this position the anastomosis would not be closed .